Event description:
It was reported that the insulin pump alarmed no deliveries all day long. The blood glucose reading was unknown. The customer stated that none of the parts, fittings, tubings nor reservoirs were working with the insulin pump. The reporter stated that the insulin pump did not prime past 2 units. She stated that she was "literally dying" on the faulty device. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.